Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection showed cracks in the organic light-emitting diode (oled) screen and when the device was powered on the screen stayed black. There was damage to the 44-pin flex cable on the ground pins where it connects to the motor board. There were no issues with charging the device. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Additionally, the investigation detected a secondary condition of cracked screen and damaged 44 pin cable that has no relationship to the reported condition. Replication of the damaged oled screen can occur if the device is dropped. The root cause of the damaged 44 pin cable was determined to be a result of a manufacturing activity. Damage to the ground pins can result in a continuous reset due to an intermittent connection. Improvements have been initiated to mitigate this condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior a laparoscopic proximal gastrectomy, when the device was removed from the charger, tone was heard but the display was not showing. The handle was reinserted in the charger and was restarted several times. The tone could still be heard however the screen remained black. Another device was used to complete the case. There was no patient involvement. Medtronic's initial evaluation of the incident device found a secondary condition of cracked screen and damaged 44 pin cable. The root cause of the damaged 44 pin cable was determined to be a result of a manufacturing activity. Damage to the ground pins can result in a continuous reset due to an intermittent connection.